Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A patient care representative reported a patient who presented with difficulty keeping eyes open due to burning sensation two weeks post lasik. The patient restarted the topical steroid dosage on a taper. Patient noted being happy with vision. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received states the patients symptoms resolved.